Event description:
It was reported that the buttons on the insulin pump were unresponsive. The customer's blood glucose reading was 9.2mmol/l. It was stated that the time clock was not changing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to unlocked connector at lcd board. The insulin pump received with cracked case at lcd window corners and battery tube threads. The insulin pump received with missing end cap sticker. The insulin pump received with scratched lcd window.